Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 codes: health effect - clinical code problem code: e2301 alteration in body temperature/ code not available. H6 codes: health effect - clinical code problem code : correction to disregard 4581 appropriate term/code not available.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On the night of (B)(6) 2026, the patient received a sensor fail message. The patients spouse woke up at around 2 am and noticed that sensor fail message was showing up on the tandem pump and the patient was unconscious and had cold clammy hands and his whole body was like covered in cold sweat. The patient's spouse was not able to check bgfs yet at this time but because the patient was unconscious. The patient's spouse treated the patient with glucagon inhaler (nasal). No other medication nor treatment was done. The patients spouse called 911 and when the 911 arrived, the ems took a bgfs that showed 89 mg/dl. The patient already regained consciousness at this point, but they had not yet changed the sensor. Ems offered them to be transported to a hospital, but they refused since the patient was awake already. At the time of the report the patient was fine. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.